Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (anatomy related; short proximal aortic neck length); unapproved use of device (use of a device in a short proximal aortic neck). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; short proximal aortic neck length); off¿label, unapproved or contraindicated use: (use of a device in a short proximal aortic neck).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as the diameter of the aortic neck at the renal arteries was 23 mm, the aortic neck was short (7 mm in length), moderate angulation (45 degrees), and had mild to moderate calcification. The final angiogram revealed that there was a proximal type I endoleak. However, the endoleak was not filling the aneurysm sac; therefore, there was no further intervention at this time. The physician will continue to monitor the patient. No additional clinical sequelae were reported and the patient is fine.